Manufacturer narrative:
Additional information: d9, g3, h3, h6 - damages caused by customer - outer tube damaged, needle outer tube dent(s) outer tube bent - outer tube damaged, distal tip distal tip damaged major scratches/nicks/gouges - illumination distal tip fiber damaged - optical system, optical components broken lenses in optical system - cosmetic issue scratches/dents deposits on external optical surfaces see vendor evaluation.

Event description:
On 09/09/2025, it was reported by a sales representative via (B)(4) that an ar-3355-4031 scope fell apart. The part that screws into the camera base (c-mount) fell off. The whole scope is currently in four pieces. All parts were retrieved from the patient. This occurred during use in a case. Per the rep, the case became contaminated; the patient was affected, but not injured.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.